Manufacturer narrative:
Site reported patient had the light adjustable lens explanted due to residual refractive error. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on 5/12/2022. The device history record for the lens was reviewed. No issues were noted. The lens was returned for evaluation. Visual inspection and optical testing of the returned lens found no issue with the lens.

Event description:
Site reported patient had the light adjustable lens explanted due to residual refractive error. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on 5/12/2022.